Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. The device's three-way solenoid valve and proportional valve needs to be replaced to address the issue. Service quote provided and onsite service to be arranged.